Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil had migrated out of her fallopian tube and was embedded in her uterus') and device dislocation ('left essure coil was beginning to migrate out of her fallopian tube') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse") and device expulsion ("right essure coil had migrated out of her fallopian tube and was embedded in her uterus"). The patient was treated with surgery (essure removed). At the time of the report, the embedded device, device dislocation, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal distension, dyspareunia and device expulsion outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received- removal was added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil had migrated out of her fallopian tube and was embedded in her uterus') and device dislocation ('left essure coil was beginning to migrate out of her fallopian tube') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse") and device expulsion ("right essure coil had migrated out of her fallopian tube and was embedded in her uterus"). The patient was treated with surgery (essure removed). At the time of the report, the embedded device, device dislocation, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal distension, dyspareunia and device expulsion outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff family in united states. It refers to the (B)(6) female plaintiff/consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2009. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent an ultrasound, which showed that her right essure coil had migrated out of her fallopian tube and was embedded in her uterus, and that her left essure coil was beginning to migrate out of her fallopian tube. Consequently, and as a result of plaintiff's pain and suffering, her treating physician recommended that she undergo surgery to have her essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 23-jun-2016: quality-safety evaluation was received: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and her right essure coil had migrated out of her fallopian tube and was embedded in her uterus, and her left essure coil was beginning to migrate out of her fallopian tube. Her treating physician recommended that she undergo surgery to have her essure coils removed. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported events is not known given their nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since although it is unknown if essure was actually removed; a surgical intervention will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.